Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. Customer¿s other blood glucose was 49 mg/dl. Customer was declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to blood glucose level. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that supplemental report created to correct actual blood glucose level of customer was 48 mg/dl and not 49 mg/dl. The customer falsely reported blood glucose level of 49 mg/dl.